Event description:
It was reported the patient presented in clinic for follow up complaining of discomfort. Upon interrogation, it was discovered the pacemaker was in back up mode. The pacemaker was explanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of back up mode was confirmed while the reported event of twitching was not confirmed. The pacemaker was received about elective replacement indicator (eri) for analysis. Analysis of the device image confirmed the pacemaker entered back up mode approximately on (B)(6) 2022. After restoring the device, electrical and mechanical test performed could not reproduce the back up condition. The cause of the backup mode was not determined.

Event description:
New information noted the patient experienced twitching while the pacemaker was in backup mode. The pacemaker was replaced. There were no adverse consequences to the patient during and post-procedure.